Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.b5 correction to case details.

Event description:
Correction: troubleshooting was performed for 10 minutes, not 1 hour as initially reported. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Before deploying the clip it was found that the posterior gripper arm would not lower. Troubleshooting was performed for about an hour and still the gripper arm would not lower. Therefore, the cds was removed with the clip still attached without issue. On the back table, the device was inspected and while cleaning the device the gripper arm finally lowered. Reportedly, during implant of the second cds (00723u102) a non-abbott pigtail catheter was used. The catheter was flushed incorrectly, causing air embolization in the patient in the middle of the case. There were no issues with the clip and it was implanted. Ultimately, 2 clips were implanted, reducing mr to 2+. There were no adverse patient effects related to the clips. There was no reported clinically significant delay in the procedure. No additional information was provided.